Event description:
Reference number (B)(4). Event occurred in the united states. On 3rd oct 2024, it was reported that the infusion set tubing came apart. The infusion set was located on abdomen. The infusion set was in use for 3 days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.